Event description:
Consumer (age (B)(6)) called and wondered what will happen as she swallowed the gnm on (B)(6). She has extreme bloating (more than average bloating), gone to the bathroom a lot, no other symptoms. She has no pain but does have some digestive issues already. She scoured her room and bedroom sheets. The guard was loose when she used it; it was her first time trying the guard; she claims she's a gagger.